Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing occurred. Ten ventricular nst<=210 ms average v-cycle occurred on (B)(6) 2011 in the timeframe between 12:44:46 and 15:18:32. 9 vf<=190 ms on (B)(6) 2011 in the timeframe between 12:47:56 and 18:06:52. Programmer data shows lead integrity alert triggered on (B)(6) 2011 09:12:51. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:12:51.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the care link data showed detection off alert and impedance out of range alert. The real time electrogram is consistent with non-physiological, non-captured electrogram. The device was explanted and replaced. No patient complications have been reported as a result of the event.